Manufacturer narrative:
Corrected data: g4 - (B)(6) 2020 should be corrected to (B)(6) 2020 in supplemental medwatch report #1. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a case/vial in liquid with clear surgical residue on the lens. Visual inspection found no visible damage to the lens and stains on the haptic/optic. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm, vicm5_12.1, -13.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a different diopter lens due to refractive surprise. This exchange resolved the problem.